Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse verified baths were not draining. He replaced all tubing at bath drain pinch valves, lv12 & lv15, and drain/cleaner pinch valve, lv18. This resolved the leak. (B)(4).

Event description:
The customer reported the wbc (white blood cell), rbc (red blood cell count), plt (platelet count) and hgb (hemoglobin) parameters were low on qc controls. While troubleshooting, the customer found the vic (vacuum isolator chamber) was full and the baths had overflowed about 50 ml of liquid which was not contained inside the ac*t diff 2 instrument.